Event description:
Subsequent to the initial medwatch, additional information received via a user facility medwatch stating: physician advanced a bmw wire down the diagonal branch and advanced a 2nd bmw wire down the lad. A 2.5 x 12mm rx trek balloon was advanced down the lad. The balloon got stuck on the wire and would not advance over the wire just proximal to the lesion. The bmw wire in the diagonal was removed and the balloon would still not advance. The balloon and wire were both removed from the lad. A new wire and balloon were advanced down the lad and we proceeded with the procedure.

Event description:
It was reported that the procedure was to treat a left anterior descending artery (lad). A balance middleweight (bmw) guide wire was advanced to the lad and another bmw was also advanced down the diagonal. A 2.5 x 12 mm trek balloon catheter was advanced over the bmw guide wire in the lad. The catheter stuck on the wire just proximal to the lesion. The guide wire in the diagonal was removed and still the catheter could not advance on the guide wire and they were removed as a single unit. The catheter was removed from the guide wire outside the anatomy and was used with another trek balloon catheter successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The balance middleweight referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.